Event description:
It was observed that during the device evaluation, the xenon light source exhibited poor light due to due to the lamp having reached the end of its service life, and a cracked lens base. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection the root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the lamp having reached the end of its service life, and a cracked lens base the light was poor. The most probable cause of the failure was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.